Event description:
Related to MFR report # 2183959-2012-01181. On (B)(6) 2009, a miniarc single-incision sling was implanted. Plaintiff's attorney has alleged that, "after, and as a result of the surgical implant" plaintiff has "suffered serious bodily injuries, including extreme pain, erosion of her internal tissues, dyspareunia, hematuria, dysuria, chronic mucoid discharge and other injuries similar." It was also alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and other losses. Also alleged, as a result of having the mesh devices implanted, plaintiff "has experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and she has sustained permanent injuries," had "aggravation of a preexisting condition," and "disability, mental anguish, loss of capacity for the enjoyment of life."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.